Event description:
It was reported that the handpiece heated up during use. There was a minimal delay while a back-up handpiece was located and there were no injuries associated with this event to either the doctor or the patient.

Manufacturer narrative:
The handpiece was received at the manufacturer for investigation. In order to address the issue of the handpiece heating up, the bearings were replaced and preventative maintenance was performed. The handpiece has since been returned to the account.